Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 70 (mg/dl) in the middle of the night. The customer consumed cereal. Subsequently the customer work up in the morning with an elevated bg level of 325 (mg/dl). The customer stated they believed the elevated bg level was due to the cereal they ate at 2am. A correction bolus via the pump was delivered to address bg level. The customer then went low approximately 1.5 hours after delivering the bolus (59 mg/dl). The customer stated they believe their correction factor settings needs to be corrected and cause the low. Reportedly, the customer's healthcare provider already instructed the customer to adjust their setting if necessary. The customer stated they will adjust their correction factor.